Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked. Additionally, "bags without lipids looking cloudy, leaking into fluid path". The issue occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: the customer reported there was no issue regarding the valve set. Therefore, based on the additional information received, the exactamix 2400 valve set was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.